Manufacturer narrative:
Additional information received on 02 november 2016 and includes: the screw was originally implanted to help with initial fixation of the cup. Since the surgeon was revising the liner, he elected to remove the screw since it was no longer needed for fixation. The cup was well fixed. Secondly, removing the screw will reduce the chance for an osteolysis pathway. A new screw was not implanted. Batch reviews performed on 21 november 2016. (B)(4). On 24 november 2016 the medical affairs director performed a clinical evaluation and commented as follows: acetabular revision at 2.75 years in cementless tha on a middle-aged woman. Reportedly, the cause for revision was muscle impingement against the cup rim. The cup was indeed protruding cranially and this may have caused psoas impingement or abrasion. The origin of the problem lies in the cup position, which is rather horizontal, possibly because of a shallow acetabulum that made full seating challenging. The cause of this partial revision is not to be attributed to a faulty device.

Event description:
The patient came in complaining of pain. The surgeon noticed the iliopsoas was inflamed, which was the cause of the pain. The surgeon revised the head, screw, and liner. The surgery was completed successfully. X-rays are available. Explants are not available.